Manufacturer narrative:
Concomitant products : 3708660 x2 neuro extensions, implanted: (B)(6) 2015; 37601 deep brain stimulator (dbs), implanted: (B)(6) 2015; 3387s-40 x2 dbs leads, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular lead had intermittent high pacing impedance and noise was noted on ventricular high rate (vhr) episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.